Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), embedded device ("essure coils since they are well embedded within bilateral uterine cornua and within"), pelvic pain ("searing constant pain/ pain"), autoimmune thyroiditis ("autoimmune disorder type of disorder: hypothyroid syndrome that turned into hashimotos"), herpes zoster ("rashes or skin conditions type: I was told that I had shingles"), mitral valve incompetence ("blood or heart disorder/condition type: mitral valve regurgitation.") And tricuspid valve incompetence ("tricuspid valve inefficiency") in a 47-year-old female patient who had essure (batch no. 904750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, arthritis and malignant breast neoplasm. Concurrent conditions included nickel sensitivity, asthma and gerd. Concomitant products included cefixime (flexeril), cetirizine hydrochloride (cetrizine), cyclobenzaprine, diphenhydramine hydrochloride;paracetamol;pseudoephedrine hydrochloride (tylenol allergy-d), escitalopram oxalate (lexapro), levothyroxine, liothyronine, milnacipran hydrochloride (savella), opioids, pantoprazole sodium sesquihydrate (pantazole) and salbutamol sulfate (albuterol). On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced urinary incontinence ("bladder or urinary problems chnages: urinary incontinence") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), cyst ("cysts"), abdominal distension ("severe bloating"), adverse event ("other medical problems"), hypersensitivity ("allergic reactions (allergic or hypersensitivity reaction type: skin sensitivity to detergentsallergic or hypersensitivity reaction type: skin sensitivity to detergents)"), the first episode of alopecia ("hair loss"), vomiting ("vomiting"), headache ("headaches"), dizziness ("dizziness"), thyroid disorder ("thyroid levels cannot be maintained"), sleep disorder ("sleep issue"), autoimmune thyroiditis (seriousness criterion medically significant), herpes zoster (seriousness criterion medically significant), dermatitis contact ("another time contact dermatitis"), migraine ("migraines/headaches"), ovarian cyst ("ovarian cyst"), ovulation pain ("painful ovulation"), endometriosis ("endometriosis"), mitral valve incompetence (seriousness criterion medically significant), tricuspid valve incompetence (seriousness criterion medically significant), nausea ("nausea"), fibromyalgia ("fibromyalgia"), auditory disorder ("hearing problem"), vision blurred ("vision/eye problems type: blurriness"), fatigue ("fatigue"), intestinal polyp ("benign and precancerous polyps in my intestines"), breast calcifications ("breast calcification"), the second episode of alopecia ("hair loss"), back pain ("back pain"), breast pain ("breast pain"), arthralgia ("knee pain / hip pain"), abdominal pain upper ("stomach pain"), adnexa uteri pain ("ovary pain"), gastrointestinal pain ("lower intestine pain"), uterine spasm ("uterine spasm"), vaginal discharge ("vaginal discharge") and gastric disorder ("stomach lesion") and was found to have the first episode of weight increased ("weight gain"), vitamin d decreased ("low vitamin d") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, unilateral salpingo-oopherectomy, hysterectomy with unilateral and unilateral salpingo-oopherectomy, hysterectomy with unilateral salpingectomy, other (please specify)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, hypersensitivity, vomiting, headache, dizziness, vitamin d decreased, thyroid disorder, sleep disorder, autoimmune thyroiditis, herpes zoster, dermatitis contact, migraine, ovarian cyst, ovulation pain, endometriosis, mitral valve incompetence, tricuspid valve incompetence, fibromyalgia, auditory disorder, dyspareunia, vision blurred, the last episode of weight increased, intestinal polyp, breast calcifications, back pain, breast pain, arthralgia, abdominal pain upper, adnexa uteri pain, gastrointestinal pain, uterine spasm, vaginal discharge and gastric disorder outcome was unknown, the pelvic pain, depression, cyst, abdominal distension and adverse event had resolved and the urinary incontinence, nausea and fatigue was resolving. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, adverse event, arthralgia, auditory disorder, autoimmune thyroiditis, back pain, breast calcifications, breast pain, cyst, depression, dermatitis contact, device breakage, dizziness, dyspareunia, embedded device, endometriosis, fatigue, fibromyalgia, gastric disorder, gastrointestinal pain, headache, herpes zoster, hypersensitivity, intestinal polyp, migraine, mitral valve incompetence, nausea, ovarian cyst, ovulation pain, pelvic pain, sleep disorder, thyroid disorder, tricuspid valve incompetence, urinary incontinence, uterine spasm, vaginal discharge, vision blurred, vitamin d decreased, vomiting, the first episode of alopecia, the first episode of weight increased, the second episode of alopecia and the second episode of weight increased to be related to essure. The reporter commented: before she was implanted with essure, her doctor dismissed queries about the risk of an allergic reaction to nickel, which she knew even then she was sensitive to. And since then, she has made more than 70 doctor's visits. With hysterectomy, her pain and complications have disappeared almost miracously. Her sense of humor, damped for years by constant pain, has resurfaced. Despite having organs taken out, she has not felt that good in years. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion and other (I had some cysts on the right side, 3 additional cyst were found. Pathology test - on an unknown date: right fallopian tube: essure coil, grossly identified, cautery artifact, no malignancy identified. Left fallopian tube remnant: no fallopian tube tissue identified, no essure coil identified at the site tagged as left fallopian tube. No left fallopian tube tissue is identified grossly. No essure device or metal is identified at the tag indicating left fallopian tube remnant. Adnexa: there is metallic coil embedded in the right proximal fallopian tube. This coil is approximately 2.5 cm in length fallopian tube number 2: the left cornus is marked with a suture and sectioning through this area reveals grossly unremarkable fibromuscular tissue with no embedded object. No fallopian tube structure is identified. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet received.low vitamin d, thyroid disorder, sleep issues, hashimotos, shingles, contact dermatitis, stress urinary continence, migraines, ovarian cysts, painful ovulation, endometriosis, mitral valve regurgitation, tricuspid valve inefficiency, nausea, fibromyalgia, hearing problems, dyspareunia, blurred vision. Weight gain, stomach disorder, polyps in intestines, breast calcification, hair loss & device embedded were added. Lot number , lab data updated. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), embedded device ("essure coils since they are well embedded within bilateral uterine cornua and within"), pelvic pain ("searing constant pain/ pain"), autoimmune thyroiditis ("autoimmune disorder type of disorder: hypothyroid syndrome that turned into hashimotos"), herpes zoster ("rashes or skin conditions type: I was told that I had shingles"), mitral valve incompetence ("blood or heart disorder/condition type: mitral valve regurgitation.") And tricuspid valve incompetence ("tricuspid valve inefficiency") in a 47-year-old female patient who had essure (batch no: 904750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, arthritis and malignant breast neoplasm. Concurrent conditions included nickel sensitivity, asthma and gerd. Concomitant products included cefixime (flexeril), cetirizine hydrochloride (cetrizine), cyclobenzaprine, diphenhydramine hydrochloride;paracetamol;pseudoephedrine hydrochloride (tylenol allergy-d), escitalopram oxalate (lexapro), levothyroxine, liothyronine, milnacipran hydrochloride (savella), opioids, pantoprazole sodium sesquihydrate (pantazole) and salbutamol sulfate (albuterol). On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced urinary incontinence ("bladder or urinary problems changes: urinary incontinence") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), cyst ("cysts"), abdominal distension ("severe bloating"), adverse event ("other medical problems"), the first episode of dermatitis contact ("allergic reactions (allergic or hypersensitivity reaction type: skin sensitivity to detergent sallergic or hypersensitivity reaction type: skin sensitivity to detergents)"), the first episode of alopecia ("hair loss"), vomiting ("vomiting"), headache ("headaches"), dizziness ("dizziness"), thyroid disorder ("thyroid levels cannot be maintained"), sleep disorder ("sleep issue"), autoimmune thyroiditis (seriousness criterion medically significant), herpes zoster (seriousness criterion medically significant), the second episode of dermatitis contact ("another time contact dermatitis"), migraine ("migraines/headaches"), ovarian cyst ("ovarian cyst"), ovulation pain ("painful ovulation"), endometriosis ("endometriosis"), mitral valve incompetence (seriousness criterion medically significant), tricuspid valve incompetence (seriousness criterion medically significant), nausea ("nausea"), fibromyalgia ("fibromyalgia"), auditory disorder ("hearing problem"), vision blurred ("vision/eye problems type: blurriness"), fatigue ("fatigue"), intestinal polyp ("benign and precancerous polyps in my intestines"), breast calcifications ("breast calcification"), the second episode of alopecia ("hair loss"), back pain ("back pain"), breast pain ("breast pain"), arthralgia ("knee pain / hip pain"), abdominal pain upper ("stomach pain"), adnexa uteri pain ("ovary pain"), gastrointestinal pain ("lower intestine pain"), uterine spasm ("uterine spasm"), vaginal discharge ("vaginal discharge") and gastric disorder ("stomach lesion") and was found to have the first episode of weight increased ("weight gain"), vitamin d decreased ("low vitamin d") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, unilateral salpingo-oopherectomy, hysterectomy with unilateral and unilateral salpingo-oopherectomy, hysterectomy with unilateral salpingectomy, other (please specify)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, vomiting, headache, dizziness, vitamin d decreased, thyroid disorder, sleep disorder, autoimmune thyroiditis, herpes zoster, the last episode of dermatitis contact, migraine, ovarian cyst, ovulation pain, endometriosis, mitral valve incompetence, tricuspid valve incompetence, fibromyalgia, auditory disorder, dyspareunia, vision blurred, the last episode of weight increased, intestinal polyp, breast calcifications, back pain, breast pain, arthralgia, abdominal pain upper, adnexa uteri pain, gastrointestinal pain, uterine spasm, vaginal discharge and gastric disorder outcome was unknown, the pelvic pain, depression, cyst, abdominal distension and adverse event had resolved and the urinary incontinence, nausea and fatigue was resolving. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, adverse event, arthralgia, auditory disorder, autoimmune thyroiditis, back pain, breast calcifications, breast pain, cyst, depression, device breakage, dizziness, dyspareunia, embedded device, endometriosis, fatigue, fibromyalgia, gastric disorder, gastrointestinal pain, headache, herpes zoster, intestinal polyp, migraine, mitral valve incompetence, nausea, ovarian cyst, ovulation pain, pelvic pain, sleep disorder, thyroid disorder, tricuspid valve incompetence, urinary incontinence, uterine spasm, vaginal discharge, vision blurred, vitamin d decreased, vomiting, the first episode of alopecia, the first episode of dermatitis contact, the first episode of weight increased, the second episode of alopecia, the second episode of dermatitis contact and the second episode of weight increased to be related to essure. The reporter commented: before she was implanted with essure, her doctor dismissed queries about the risk of an allergic reaction to nickel, which she knew even then she was sensitive to. And since then, she has made more than 70 doctor's visits. With hysterectomy, her pain and complications have disappeared almost miracously. Her sense of humor, damped for years by constant pain, has resurfaced. Despite having organs taken out, she has not felt that good in years. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion and other (I had some cysts on the right side, 3 additional cyst were found. Pathology test: on an unknown date: right fallopian tube: essure coil, grossly identified, cautery artifact, no malignancy identified. Left fallopian tube remnant: no fallopian tube tissue identified, no essure coil identified at the site tagged as left fallopian tube. No left fallopian tube tissue is identified grossly. No essure device or metal is identified at the tag indicating left fallopian tube remnant. Adnexa: there is metallic coil embedded in the right proximal fallopian tube. This coil is approximately 2.5 cm in length fallopian tube number 2: the left cornus is marked with a suture and sectioning through this area reveals grossly unremarkable fibromuscular tissue with no embedded object. No fallopian tube structure is identified. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), embedded device ('essure coils since they are well embedded within bilateral uterine cornua and within'), pelvic inflammatory disease ('pelvic wall biopsy show - chronic inflammation'), pelvic pain ('searing constant pain/ pain/pain pelvic region'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hypothyroid syndrome that turned into hashimotos'), herpes zoster ('rashes or skin conditions type: I was told that I had shingles'), mitral valve incompetence ('blood or heart disorder/condition type: mitral valve regurgitation.') And tricuspid valve incompetence ('tricuspid valve inefficiency') in a 47-year-old female patient who had essure (batch no. 904750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, arthritis, malignant breast neoplasm, parametritis, pelvic adhesions, endometriosis ablation and pelvic adhesions. Concurrent conditions included nickel sensitivity, asthma, gerd, female pelvic peritoneal adhesions, pelvic cellulitis, uterine agenesis, acid reflux (oesophageal) and cardiogenic pulmonary oedema. Concomitant products included cefixime (flexeril), cetirizine hydrochloride (cetrizine), cyclobenzaprine, diphenhydramine hydrochloride;paracetamol;pseudoephedrine hydrochloride (tylenol allergy-d), escitalopram oxalate (lexapro), levothyroxine, liothyronine, medroxyprogesterone acetate (depo provera), milnacipran hydrochloride (savella), norethisterone (micronor), opioids, pantoprazole sodium sesquihydrate (pantazole), salbutamol sulfate (albuterol) and venlafaxine. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), sleep disorder ("sleep issue"), back pain ("back pain"), breast pain ("breast pain") and arthralgia ("knee pain / hip pain/ joint pain"). In (B)(6) 2012, the patient was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). In 2014, the patient experienced headache ("headaches"), migraine ("migraines/headaches") and gastric disorder ("stomach lesion"). In 2015, the patient experienced urinary incontinence ("bladder or urinary problems changes: urinary incontinence") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced detergent sensitivity ("allergic reactions (allergic or hypersensitivity reaction type: skin sensitivity to detergents allergic or hypersensitivity reaction type: skin sensitivity to detergents)") and herpes zoster (seriousness criterion medically significant). In 2016, the patient experienced vision blurred ("vision/eye problems type: blurriness/I kept having focus issues"). In 2018, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), cyst ("cysts"), abdominal distension ("severe bloating"), adverse event ("other medical problems"), the first episode of alopecia ("hair loss"), vomiting ("vomiting"), dizziness ("dizziness"), thyroid disorder ("thyroid levels cannot be maintained"), contact dermatitis ("another time contact dermatitis"), ovarian cyst ("ovarian cyst"), ovulation pain ("painful ovulation"), endometriosis ("endometriosis"), mitral valve incompetence (seriousness criterion medically significant), tricuspid valve incompetence (seriousness criterion medically significant), nausea ("nausea"), fibromyalgia ("fibromyalgia"), auditory disorder ("hearing problem"), fatigue ("fatigue"), intestinal polyp ("benign and precancerous polyps in my intestines"), breast calcifications ("breast calcification"), the second episode of alopecia ("hair loss"), abdominal pain upper ("stomach pain"), adnexa uteri pain ("ovary pain"), gastrointestinal pain ("lower intestine pain"), uterine spasm ("uterine spasm") and vaginal discharge ("vaginal discharge") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (hysterectomy, unilateral salpingo-oophorectomy, hysterectomy and unilateral salpingo-oopherectomy, hysterectomy with unilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, pelvic inflammatory disease, detergent sensitivity, vomiting, headache, dizziness, vitamin d decreased, thyroid disorder, sleep disorder, autoimmune thyroiditis, herpes zoster, contact dermatitis, migraine, ovarian cyst, ovulation pain, endometriosis, mitral valve incompetence, tricuspid valve incompetence, fibromyalgia, auditory disorder, dyspareunia, vision blurred, the last episode of weight increased, intestinal polyp, breast calcifications, back pain, breast pain, arthralgia, abdominal pain upper, adnexa uteri pain, gastrointestinal pain, uterine spasm, vaginal discharge and gastric disorder outcome was unknown, the pelvic pain, depression, cyst, abdominal distension and adverse event had resolved and the urinary incontinence, nausea and fatigue was resolving. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, adverse event, arthralgia, auditory disorder, autoimmune thyroiditis, back pain, breast calcifications, breast pain, cyst, depression, detergent sensitivity, device breakage, dizziness, dyspareunia, embedded device, endometriosis, fatigue, fibromyalgia, gastric disorder, gastrointestinal pain, headache, herpes zoster, intestinal polyp, migraine, mitral valve incompetence, nausea, ovarian cyst, ovulation pain, pelvic inflammatory disease, pelvic pain, sleep disorder, thyroid disorder, tricuspid valve incompetence, urinary incontinence, uterine spasm, vaginal discharge, vision blurred, vitamin d decreased, vomiting, the first episode of alopecia, the first episode of weight increased, contact dermatitis, the second episode of alopecia and the second episode of weight increased to be related to essure. The reporter commented: before she was implanted with essure, her doctor dismissed queries about the risk of an allergic reaction to nickel, which she knew even then she was sensitive to. And since then, she has made more than 70 doctor's visits. With hysterectomy, her pain and complications have disappeared almost miraculously. Her sense of humor, damped for years by constant pain, has resurfaced. Despite having organs taken out, she has not felt that good in years. Non drug treatment:laparoscopy remove adnexa ((B)(6) 2018), laparoscopy excise lesions ( (B)(6) 2018), robotic surgical systems ((B)(6) 2018). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion and other (I had some cysts on the right side, 3 additional cyst were found. Pathology test - on an unknown date: right fallopian tube: essure coil, grossly identified, cautery artifact, no malignancy identified. Left fallopian tube remnant: no fallopian tube tissue identified, no essure coil identified at the site tagged as left fallopian tube. No left fallopian tube tissue is identified grossly. No essure device or metal is identified at the tag indicating left fallopian tube remnant. Adnexa: there is metallic coil embedded in the right proximal fallopian tube. This coil is approximately 2.5 cm in length fallopian tube number 2: the left cornus is marked with a suture and sectioning through this area reveals grossly unremarkable fibromuscular tissue with no embedded object. No fallopian tube structure is identified. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- endometriosis, ovary cyst, migraines, hypothyroid, stomach lesions concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr was received- event "pelvic wall biopsy show - chronic inflammation" reporter information, medical history, concomitant drug and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), embedded device ('essure coils since they are well embedded within bilateral uterine cornua and within'), pelvic inflammatory disease ('pelvic wall biopsy show - chronic inflammation'), pelvic pain ('searing constant pain/ pain/pain pelvic region'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hypothyroid syndrome that turned into hashimotos'), herpes zoster ('rashes or skin conditions type: I was told that I had shingles'), mitral valve incompetence ('blood or heart disorder/condition type: mitral valve regurgitation.') And tricuspid valve incompetence ('tricuspid valve inefficiency') in a 47-year-old female patient who had essure (batch no. 904750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, arthritis, malignant breast neoplasm, parametritis, pelvic adhesions, endometriosis ablation and pelvic adhesions. Concurrent conditions included nickel sensitivity, asthma, gerd, female pelvic peritoneal adhesions, pelvic cellulitis, uterine agenesis, acid reflux (oesophageal) and cardiogenic pulmonary oedema. Concomitant products included cefixime (flexeril), cetirizine hydrochloride (cetrizine), cyclobenzaprine, diphenhydramine hydrochloride;paracetamol;pseudoephedrine hydrochloride (tylenol allergy-d), escitalopram oxalate (lexapro), levothyroxine, liothyronine, medroxyprogesterone acetate (depo provera), milnacipran hydrochloride (savella), norethisterone (micronor), opioids, pantoprazole sodium sesquihydrate (pentazol), salbutamol sulfate (albuterol) and venlafaxine. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), sleep disorder ("sleep issue"), back pain ("back pain/ back muscle pain "), breast pain ("breast pain") and arthralgia ("knee pain / hip pain/ joint pain"). In november 2012, the patient was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). In 2014, the patient experienced headache ("headaches"), migraine ("migraines/headaches") and gastric disorder ("stomach lesion"). In 2015, the patient experienced urinary incontinence ("bladder or urinary problems changes: urinary incontinence") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced detergent sensitivity ("allergic reactions (allergic or hypersensitivity reaction type: skin sensitivity to detergentsallergic or hypersensitivity reaction type: skin sensitivity to detergents)") and herpes zoster (seriousness criterion medically significant). In 2016, the patient experienced vision blurred ("vision/eye problems type: blurriness/I kept having focus issues"). In 2018, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), cyst ("cysts/ small cysts"), abdominal distension ("severe , swollen/hard stomach"), adverse event ("other medical problems"), the first episode of alopecia ("hair loss/ thinning hair"), vomiting ("vomiting"), dizziness ("dizziness"), thyroid disorder ("thyroid levels cannot be maintained"), contact dermatitis ("another time contact dermatitis"), ovarian cyst ("ovarian cyst"), ovulation pain ("painful ovulation"), endometriosis ("endometriosis"), mitral valve incompetence (seriousness criterion medically significant), tricuspid valve incompetence (seriousness criterion medically significant), nausea ("nausea"), fibromyalgia ("fibromyalgia"), auditory disorder ("hearing problem"), fatigue ("fatigue/ my brain just doesn't work sometimes"), intestinal polyp ("benign and precancerous polyps in my intestines"), breast calcifications ("breast calcification"), the second episode of alopecia ("hair loss"), abdominal pain upper ("stomach pain"), adnexa uteri pain ("ovary pain"), gastrointestinal pain ("lower intestine pain"), uterine spasm ("uterine spasm"), vaginal discharge ("vaginal discharge"), dyschezia ("I cried on day 6 cause I couldn't poo"), scar ("scar tissue"), neuralgia ("nerve pain"), abdominal rigidity ("swollen/hard stomach"), libido decreased ("low sex drive") and rash ("rash") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (hysterectomy, unilateral salpingo-oopherectomy, hysterectomy and unilateral salpingo-oopherectomy, hysterectomy with unilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, pelvic inflammatory disease, detergent sensitivity, vomiting, headache, dizziness, vitamin d decreased, thyroid disorder, sleep disorder, autoimmune thyroiditis, herpes zoster, contact dermatitis, migraine, ovarian cyst, ovulation pain, endometriosis, mitral valve incompetence, tricuspid valve incompetence, fibromyalgia, auditory disorder, dyspareunia, vision blurred, the last episode of weight increased, intestinal polyp, breast calcifications, breast pain, abdominal pain upper, adnexa uteri pain, gastrointestinal pain, uterine spasm, vaginal discharge, gastric disorder, dyschezia, scar, abdominal rigidity, libido decreased and rash outcome was unknown, the pelvic pain, depression, cyst, abdominal distension, adverse event, back pain, arthralgia and neuralgia had resolved and the urinary incontinence, nausea and fatigue was resolving. The reporter considered abdominal distension, abdominal pain upper, abdominal rigidity, adnexa uteri pain, adverse event, arthralgia, auditory disorder, autoimmune thyroiditis, back pain, breast calcifications, breast pain, cyst, depression, detergent sensitivity, device breakage, dizziness, dyschezia, dyspareunia, embedded device, endometriosis, fatigue, fibromyalgia, gastric disorder, gastrointestinal pain, headache, herpes zoster, intestinal polyp, libido decreased, migraine, mitral valve incompetence, nausea, neuralgia, ovarian cyst, ovulation pain, pelvic inflammatory disease, pelvic pain, rash, scar, sleep disorder, thyroid disorder, tricuspid valve incompetence, urinary incontinence, uterine spasm, vaginal discharge, vision blurred, vitamin d decreased, vomiting, the first episode of alopecia, the first episode of weight increased, contact dermatitis, the second episode of alopecia and the second episode of weight increased to be related to essure. The reporter commented: before she was implanted with essure, her doctor dismissed queries about the risk of an allergic reaction to nickel, which she knew even then she was sensitive to. And since then, she has made more than 70 doctor's visits. With hysterectomy, her pain and complications have disappeared almost miraculously. Her sense of humor, damped for years by constant pain, has resurfaced. Despite having organs taken out, she has not felt that good in years. Non drug treatment:laparoscopy remove adnexa ((B)(6) 2018), laparoscopy excise lesions ((B)(6) 2018), robotic surgical systems ((B)(6) 2018). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. And other (I had some cysts on the right side, 3 additional cyst were found. Pathology test - on an unknown date: right fallopian tube: essure coil, grossly identified, cautery artifact, no malignancy identified. Left fallopian tube remnant: no fallopian tube tissue identified, no essure coil identified at the site tagged as left fallopian tube. No left fallopian tube tissue is identified grossly. No essure device or metal is identified at the tag indicating left fallopian tube remnant. Adnexa: there is metallic coil embedded in the right proximal fallopian tube. This coil is approximately 2.5 cm in length fallopian tube number 2: the left cornus is marked with a suture and sectioning through this area reveals grossly unremarkable fibromuscular tissue with no embedded object. No fallopian tube structure is identified. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- endometriosis, ovary cyst, migraines, hypothyroid, stomach lesions. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pelvic inflammatory disease. Concerning the injuries reported in this case, the following ones were reported via social media: dyschezia, scar, neuralgia, abdominal rigidity, libido decreased, rash quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-oct-2019: fu 9 and 10 processed together. Social media contents received : events added- dyschezia, scar, neuralgia, abdominal rigidity, libido decreased, rash. Outcome of back pain, arthralgia updated to recovered/ resolved on 2-oct-2019: fu 9 and 10 processed together. New pfs received. No information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), embedded device ('essure coils since they are well embedded within bilateral uterine cornua and within'), pelvic inflammatory disease ('pelvic wall biopsy show - chronic inflammation'), pelvic pain ('searing constant pain/ pain/pain pelvic region'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hypothyroid syndrome that turned into hashimotos'), herpes zoster ('rashes or skin conditions type: I was told that I had shingles'), mitral valve incompetence ('blood or heart disorder/condition type: mitral valve regurgitation.') And tricuspid valve incompetence ('tricuspid valve inefficiency') in a 47-year-old female patient who had essure (batch no. 904750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, arthritis, malignant breast neoplasm, parametritis, pelvic adhesions, endometriosis ablation and pelvic adhesions. Concurrent conditions included nickel sensitivity, asthma, gerd, female pelvic peritoneal adhesions, pelvic cellulitis, uterine agenesis, acid reflux (oesophageal) and cardiogenic pulmonary oedema. Concomitant products included cefixime (flexeril), cetirizine hydrochloride (cetrizine), cyclobenzaprine, diphenhydramine hydrochloride;paracetamol;pseudoephedrine hydrochloride (tylenol allergy-d), escitalopram oxalate (lexapro), levothyroxine, liothyronine, medroxyprogesterone acetate (depo provera), milnacipran hydrochloride (savella), norethisterone (micronor), opioids, pantoprazole sodium sesquihydrate (pantazole), salbutamol sulfate (albuterol) and venlafaxine. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), sleep disorder ("sleep issue"), back pain ("back pain/ back muscle pain "), breast pain ("breast pain") and arthralgia ("knee pain / hip pain/ joint pain"). In (B)(6) 2012, the patient was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). In 2014, the patient experienced headache ("headaches"), migraine ("migraines/headaches") and gastric disorder ("stomach lesion"). In 2015, the patient experienced urinary incontinence ("bladder or urinary problems chnages: urinary incontinence") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced detergent sensitivity ("allergic reactions (allergic or hypersensitivity reaction type: skin sensitivity to detergentsallergic or hypersensitivity reaction type: skin sensitivity to detergents)") and herpes zoster (seriousness criterion medically significant). In 2016, the patient experienced vision blurred ("vision/eye problems type: blurriness/ikept having focus issues"). In 2018, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), cyst ("cysts/ small cysts"), abdominal distension ("severe , swollen/hard stomach"), adverse event ("other medical problems"), the first episode of alopecia ("hair loss/ thinning hair"), vomiting ("vomiting"), dizziness ("dizziness"), thyroid disorder ("thyroid levels cannot be maintained"), contact dermatitis ("another time contact dermatitis"), ovarian cyst ("ovarian cyst"), ovulation pain ("painful ovulation"), endometriosis ("endometriosis"), mitral valve incompetence (seriousness criterion medically significant), tricuspid valve incompetence (seriousness criterion medically significant), nausea ("nausea"), fibromyalgia ("fibromyalgia"), auditory disorder ("hearing problem"), fatigue ("fatigue/ my brain just doesn't work sometimes"), intestinal polyp ("benign and precancerous polyps in my intestines"), breast calcifications ("breast calcification"), the second episode of alopecia ("hair loss"), abdominal pain upper ("stomach pain"), adnexa uteri pain ("ovary pain"), gastrointestinal pain ("lower intestine pain"), uterine spasm ("uterine spasm"), vaginal discharge ("vaginal discharge"), dyschezia ("I cried on day 6 cause I couldn't poo"), scar ("scar tissue"), neuralgia ("nerve pain"), abdominal rigidity ("swollen/hard stomach"), libido decreased ("low sex drive"), rash ("rash") and vitamin d deficiency ("vitamin d deficiency") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (hysterectomy, unilateral salpingo-oopherectomy, hysterectomy and unilateral salpingo-oopherectomy, hysterectomy with unilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, pelvic inflammatory disease, detergent sensitivity, vomiting, headache, dizziness, vitamin d decreased, thyroid disorder, sleep disorder, autoimmune thyroiditis, herpes zoster, contact dermatitis, migraine, ovarian cyst, ovulation pain, endometriosis, mitral valve incompetence, tricuspid valve incompetence, fibromyalgia, auditory disorder, dyspareunia, vision blurred, the last episode of weight increased, intestinal polyp, breast calcifications, breast pain, abdominal pain upper, adnexa uteri pain, gastrointestinal pain, uterine spasm, vaginal discharge, gastric disorder, dyschezia, scar, abdominal rigidity, libido decreased, rash and vitamin d deficiency outcome was unknown, the pelvic pain, depression, cyst, abdominal distension, adverse event, back pain, arthralgia and neuralgia had resolved and the urinary incontinence, nausea and fatigue was resolving. The reporter considered abdominal distension, abdominal pain upper, abdominal rigidity, adnexa uteri pain, adverse event, arthralgia, auditory disorder, autoimmune thyroiditis, back pain, breast calcifications, breast pain, cyst, depression, detergent sensitivity, device breakage, dizziness, dyschezia, dyspareunia, embedded device, endometriosis, fatigue, fibromyalgia, gastric disorder, gastrointestinal pain, headache, herpes zoster, intestinal polyp, libido decreased, migraine, mitral valve incompetence, nausea, neuralgia, ovarian cyst, ovulation pain, pelvic inflammatory disease, pelvic pain, rash, scar, sleep disorder, thyroid disorder, tricuspid valve incompetence, urinary incontinence, uterine spasm, vaginal discharge, vision blurred, vitamin d decreased, vitamin d deficiency, vomiting, the first episode of alopecia, the first episode of weight increased, contact dermatitis, the second episode of alopecia and the second episode of weight increased to be related to essure. The reporter commented: before she was implanted with essure, her doctor dismissed queries about the risk of an allergic reaction to nickel, which she knew even then she was sensitive to. And since then, she has made more than 70 doctor's visits. With hysterectomy, her pain and complications have disappeared almost miracously. Her sense of humor, damped for years by constant pain, has resurfaced. Despite having organs taken out, she has not felt that good in years. Non drug treatment:laparoscopy remove adnexa ((B)(6) 2018), laparoscopy excise lesions ((B)(6) 2018), robotic surgical systems ((B)(6) 2018). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion and other (I had some cysts on the right side, 3 additional cyst were found. Pathology test - on an unknown date: right fallopian tube: essure coil, grossly identified, cautery artifact, no malignancy identified. Left fallopian tube remnant: no fallopian tube tissue identified, no essure coil identified at the site tagged as left fallopian tube. No left fallopian tube tissue is identified grossly. No essure device or metal is identified at the tag indicating left fallopian tube remnant. Adnexa: there is metallic coil embedded in the right proximal fallopian tube. This coil is approximately 2.5 cm in length fallopian tube number 2: the left cornus is marked with a suture and sectioning through this area reveals grossly unremarkable fibromuscular tissue with no embedded object. No fallopian tube structure is identified. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- endometriosis, ovary cyst, migraines, hypothyroid, stomach lesions concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pelvic inflammatory disease. Concerning the injuries reported in this case, the following ones were reported via social media: dyschezia, scar, neuralgia, abdominal rigidity, libido decreased, rash and vitamin d deficiency. Lot number: 904750 manufacturing date: 2011-09 expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("searing constant pain") and autoimmune disorder ("autoimmune symptoms") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), cyst ("cysts"), abdominal distension ("severe bloating") and adverse event ("other medical problems"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, depression, cyst, abdominal distension and adverse event had resolved. The reporter considered abdominal distension, adverse event, autoimmune disorder, cyst, depression and pelvic pain to be related to essure. The reporter commented: before she was implanted with essure, her doctor dismissed queries about the risk of an allergic reaction to nickel, which she knew even then she was sensitive to. And since then, she has made more than 70 doctor's visits. With hysterectomy, her pain and complications have disappeared almost miraculously. Her sense of humor, damped for years by constant pain, has resurfaced. Despite having organs taken out, she has not felt that good in years. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of product technical complaint company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced searing constant pain and autoimmune symptoms. A hysterectomy was performed. Essure was removed. The event searing constant pain, seen as pelvic pain, is regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, based on its pathophysiology, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. The product technical analysis concluded, an investigation cannot be performed as no batch number or sample have been provided, thus resulting in an unconfirmed quality defect.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), embedded device ('essure coils since they are well embedded within bilateral uterine cornua and within'), pelvic inflammatory disease ('pelvic wall biopsy show - chronic inflammation'), pelvic pain ('searing constant pain/ pain/pain pelvic region'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hypothyroid syndrome that turned into hashimotos'), herpes zoster ('rashes or skin conditions type: I was told that I had shingles'), mitral valve incompetence ('blood or heart disorder/condition type: mitral valve regurgitation.') And tricuspid valve incompetence ('tricuspid valve inefficiency') in a 47-year-old female patient who had essure (batch no. 904750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, arthritis, malignant breast neoplasm, parametritis, pelvic adhesions, endometriosis ablation and pelvic adhesions. Concurrent conditions included nickel sensitivity, asthma, gerd, female pelvic peritoneal adhesions, pelvic cellulitis, uterine agenesis, acid reflux (oesophageal) and cardiogenic pulmonary oedema. Concomitant products included cefixime (flexeril), cetirizine hydrochloride (cetrizine), cyclobenzaprine, diphenhydramine hydrochloride;paracetamol;pseudoephedrine hydrochloride (tylenol allergy-d), escitalopram oxalate (lexapro), levothyroxine, liothyronine, medroxyprogesterone acetate (depo provera), milnacipran hydrochloride (savella), norethisterone (micronor), opioids, pantoprazole sodium sesquihydrate (pantazole), salbutamol sulfate (albuterol) and venlafaxine. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), sleep disorder ("sleep issue"), back pain ("back pain/ back muscle pain "), breast pain ("breast pain") and arthralgia ("knee pain / hip pain/ joint pain"). In november 2012, the patient was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). In 2014, the patient experienced headache ("headaches"), migraine ("migraines/headaches") and gastric disorder ("stomach lesion"). In 2015, the patient experienced urinary incontinence ("bladder or urinary problems chnages: urinary incontinence") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced detergent sensitivity ("allergic reactions (allergic or hypersensitivity reaction type: skin sensitivity to detergentsallergic or hypersensitivity reaction type: skin sensitivity to detergents)") and herpes zoster (seriousness criterion medically significant). In 2016, the patient experienced vision blurred ("vision/eye problems type: blurriness/ikept having focus issues"). In 2018, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), cyst ("cysts/ small cysts"), abdominal distension ("severe , swollen/hard stomach"), adverse event ("other medical problems"), the first episode of alopecia ("hair loss/ thinning hair"), vomiting ("vomiting"), dizziness ("dizziness"), thyroid disorder ("thyroid levels cannot be maintained"), contact dermatitis ("another time contact dermatitis"), ovarian cyst ("ovarian cyst"), ovulation pain ("painful ovulation"), endometriosis ("endometriosis"), mitral valve incompetence (seriousness criterion medically significant), tricuspid valve incompetence (seriousness criterion medically significant), nausea ("nausea"), fibromyalgia ("fibromyalgia"), auditory disorder ("hearing problem"), fatigue ("fatigue/ my brain just doesn't work sometimes"), intestinal polyp ("benign and precancerous polyps in my intestines"), breast calcifications ("breast calcification"), the second episode of alopecia ("hair loss"), abdominal pain upper ("stomach pain"), adnexa uteri pain ("ovary pain"), gastrointestinal pain ("lower intestine pain"), uterine spasm ("uterine spasm"), vaginal discharge ("vaginal discharge"), dyschezia ("I cried on day 6 cause I couldn't poo"), scar ("scar tissue"), neuralgia ("nerve pain"), abdominal rigidity ("swollen/hard stomach"), libido decreased ("low sex drive"), rash ("rash") and vitamin d deficiency ("vitamin d deficiency") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (hysterectomy, unilateral salpingo-oopherectomy, hysterectomy and unilateral salpingo-oopherectomy, hysterectomy with unilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, pelvic inflammatory disease, detergent sensitivity, vomiting, headache, dizziness, vitamin d decreased, thyroid disorder, sleep disorder, autoimmune thyroiditis, herpes zoster, contact dermatitis, migraine, ovarian cyst, ovulation pain, endometriosis, mitral valve incompetence, tricuspid valve incompetence, fibromyalgia, auditory disorder, dyspareunia, vision blurred, the last episode of weight increased, intestinal polyp, breast calcifications, breast pain, abdominal pain upper, adnexa uteri pain, gastrointestinal pain, uterine spasm, vaginal discharge, gastric disorder, dyschezia, scar, abdominal rigidity, libido decreased, rash and vitamin d deficiency outcome was unknown, the pelvic pain, depression, cyst, abdominal distension, adverse event, back pain, arthralgia and neuralgia had resolved and the urinary incontinence, nausea and fatigue was resolving. The reporter considered abdominal distension, abdominal pain upper, abdominal rigidity, adnexa uteri pain, adverse event, arthralgia, auditory disorder, autoimmune thyroiditis, back pain, breast calcifications, breast pain, cyst, depression, detergent sensitivity, device breakage, dizziness, dyschezia, dyspareunia, embedded device, endometriosis, fatigue, fibromyalgia, gastric disorder, gastrointestinal pain, headache, herpes zoster, intestinal polyp, libido decreased, migraine, mitral valve incompetence, nausea, neuralgia, ovarian cyst, ovulation pain, pelvic inflammatory disease, pelvic pain, rash, scar, sleep disorder, thyroid disorder, tricuspid valve incompetence, urinary incontinence, uterine spasm, vaginal discharge, vision blurred, vitamin d decreased, vitamin d deficiency, vomiting, the first episode of alopecia, the first episode of weight increased, contact dermatitis, the second episode of alopecia and the second episode of weight increased to be related to essure. The reporter commented: before she was implanted with essure, her doctor dismissed queries about the risk of an allergic reaction to nickel, which she knew even then she was sensitive to. And since then, she has made more than 70 doctor's visits. With hysterectomy, her pain and complications have disappeared almost miracously. Her sense of humor, damped for years by constant pain, has resurfaced. Despite having organs taken out, she has not felt that good in years. Non drug treatment:laparoscopy remove adnexa ((B)(6) 2018), laparoscopy excise lesions ((B)(6) 2018), robotic surgical systems ((B)(6) 2018). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion and other (I had some cysts on the right side, 3 additional cyst were found. Pathology test - on an unknown date: right fallopian tube: essure coil, grossly identified, cautery artifact, no malignancy identified. Left fallopian tube remnant: no fallopian tube tissue identified, no essure coil identified at the site tagged as left fallopian tube. No left fallopian tube tissue is identified grossly. No essure device or metal is identified at the tag indicating left fallopian tube remnant. Adnexa: there is metallic coil embedded in the right proximal fallopian tube. This coil is approximately 2.5 cm in length fallopian tube number 2: the left cornus is marked with a suture and sectioning through this area reveals grossly unremarkable fibromuscular tissue with no embedded object. No fallopian tube structure is identified. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- endometriosis, ovary cyst, migraines, hypothyroid, stomach lesions concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pelvic inflammatory disease. Concerning the injuries reported in this case, the following ones were reported via social media: dyschezia, scar, neuralgia, abdominal rigidity, libido decreased, rash and vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: new event vitamin d deficiency updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), pelvic pain ("searing constant pain/ pain") and autoimmune disorder ("autoimmune symptoms/ autoimmune disorder") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), cyst ("cysts"), abdominal distension ("severe bloating"), adverse event ("other medical problems"), hypersensitivity ("allergic reactions"), alopecia ("hair loss"), vomiting ("vomiting"), headache ("headaches"), dizziness ("dizziness") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure implant) and surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, hypersensitivity, alopecia, vomiting, headache, dizziness and weight increased outcome was unknown and the pelvic pain, autoimmune disorder, depression, cyst, abdominal distension and adverse event had resolved. The reporter considered abdominal distension, adverse event, alopecia, autoimmune disorder, cyst, depression, device breakage, dizziness, headache, hypersensitivity, pelvic pain, vomiting and weight increased to be related to essure. The reporter commented: before she was implanted with essure, her doctor dismissed queries about the risk of an allergic reaction to nickel, which she knew even then she was sensitive to. And since then, she has made more than 70 doctor's visits. With hysterectomy, her pain and complications have disappeared almost miraculously. Her sense of humor, damped for years by constant pain, has resurfaced. Despite having organs taken out, she has not felt that good in years. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 27-oct-2017: reporter information updated and lawyers added (legal case), essure start date updated from 2011 to (B)(6) 2011 and stop date updated from (B)(6) 2017 to (B)(6) 2016, events allergic reactions, hair loss, vomiting, headaches, dizziness, fracturing of the implant, weight gain were added. Events depression, autoimmune disorder, pain were clubbed with previously reported events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("searing constant pain") and autoimmune disorder ("autoimmune symptoms") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), cyst ("cysts"), abdominal distension ("severe bloating") and adverse event ("other medical problems"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, depression, cyst, abdominal distension and adverse event had resolved. The reporter considered abdominal distension, adverse event, autoimmune disorder, cyst, depression and pelvic pain to be related to essure. The reporter commented: before she was implanted with essure, her doctor dismissed queries about the risk of an allergic reaction to nickel, which she knew even then she was sensitive to. And since then, she has made more than 70 doctor's visits. With hysterectomy, her pain and complications have disappeared almost miracously. Her sense of humor, damped for years by constant pain, has resurfaced. Despite having organs taken out, she has not felt that good in years. Further company follow-up with the consumer is not possible. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced searing constant pain and autoimmune symptoms. A hysterectomy was performed. Essure was removed. The event searing constant pain, seen as pelvic pain, is regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, based on its pathophysiology, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. A product technical analysis is being sought.